Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4: batch # z7053c. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample revealed that the er320 device was received with the jaws in the closed position and exhibited no visible external damage. The opened packaging was also returned together with the instrument. To replicate the reported incident, functional testing of the device was performed. During testing, the trigger could not be actuated due to being jammed. The device was subsequently disassembled to assess the condition of the internal components. Upon disassembly, the trigger was found to be bent, preventing proper advancement of the clips into the jaws. Additionally, six (6) clips were observed remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z7053c number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.